Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient had experienced severe depression with panic attacks. Optune gio therapy was temporarily discontinued. Additional information was received on august 01, 2024, that the patient was unable to mentally tolerate optune gio therapy. Reportedly, a panic attack was triggered when the arrays were applied to the scalp that subsequently required lorazepam in the acute situation. The prescribing physician was contacted for further information and stated that it was unknown whether the patient experienced depression or panic attacks before starting optune gio therapy. The prescriber treated the patient as an outpatient and prescribed optune gio therapy and relaxation measures. According to the prescriber the cause of the incident was a combination of the patient's underlying personality, illness and optune gio.

Manufacturer narrative:
Novocure medical opinion is that the patient experienced psychological stress due to optune gio therapy, therefore a contribution of the device to the patient's distress cannot be ruled out. Stress is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).